Event description:
It was reported that the patient presented for in clinic follow up after the patient notifier was triggered for high defibrillation impedance exhibited by the right ventricular (rv) lead. Programming interventions were made. There were no patient consequences.